Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were called. The customer reported that there was crack on the insulin pump. The customer's blood glucose was 60 mg/dl at the time of incident. The customer's blood glucose was 266 mg/dl at the time of hospitalization. The customer stated that they treated the low blood glucose with glucose tablets and food. The customer stated that they were wearing the insulin pump during hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was able to download to the carelink pro software without any errors. No crack on the lcd window noted. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside of the device and it passed.